Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to be alarming no disposable-pump won't run is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a no disposable pump won't run alarm. The alarm was silenced, pump powered off, clamped tubing, removed cassette, air bubbles present, massaged tubing, gently tapped cassette on a hard surface, reattached cassette, pump powered back on. The device was restarted but the alarm persisted. Per reporter the IV bag was dry. Rate 2.2ml per hour. Res volume 9.4ml, given 91.6ml. No adverse patient effects were reported by the customer.